Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 35 mg/dl at the time of the incident. The customer over correct and had highs and also had difficulty in bringing the readings down. It was reported that they were unable to troubleshoot. The insulin pump will not be returned for analysis.